Event description:
A malfunction alarm identified as malf 13 was reported, and the issue had no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections as backup therapy to maintain insulin delivery. Technical support arranged to send a replacement pump with updated software to the customer, provided instructions for returning the faulty pump, and confirmed that training resources would be available to the customer.